Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. E. Initial reporter email address was inadvertently omitted from the initial 3500a medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and one month following a transcatheter aortic valve replacement with the evolut r transcatheter aortic valve, thickened transcatheter aortic valve leaflets with restricted leaflet motion, increased aortic valve velocity, and mitral annular calcification with a mean pressure gradient of 10 mmhg were identified. No treatment was reported. No patient complications were reported as a result of this event. Additional information was received to report the patient will continue to be monitored with a repeat echocardiogram scheduled for one year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and one month following a transcatheter aortic valve replacement with the evolut r transcatheter aortic valve, thickened transcatheter aortic valve leaflets with restricted leaflet motion, increased aortic valve velocity, and mitral annular calcification with a mean pressure gradient of 10 mmhg were identified. No treatment was reported. No patient complications were reported as a result of this event.